Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate wall adapter and usb cable. Customer's blood glucose was 69 mg/dl.